Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead appeared to perforate the lateral side of the atrium, resulting in a spike increase in impedance and atrial undersensing. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage.